Event description:
It was reported that patient underwent incision and internal fixation of phalanx fractures on (B)(6) 2025, and suture was used. The suture was broken when the surgeon attempted to sew surgical incision. Changed to another one to complete the surgery. There is no report on patient's injury. No additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece and one suture piece were returned for analysis. Product code vr935. During the visual inspection of the sample, no breakage suture was observed. Even though the extremes were noted to be broken probably caused by a surgical instrument. Besides that, body fluids were noted along the strands. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. The product code vr935 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.